Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler with cycler set, and the patient event of peritonitis with subsequent pd catheter removal and change of modality to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. The patient was reported to be non-compliant with completing treatment and with following proper aseptic technique. This is supported by the culture results of gram-negative bacilli and actinomyces which are part of the normal flora of the oral cavity, gastrointestinal, and genital tracts. The patient also had an abdominal wound of unknown origin which was left untreated until after the diagnosis of the peritonitis which resulted with the same organism as the peritonitis. This could also account for the source of the peritonitis as proper aseptic technique was not being followed. Based on the available information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient is non-compliant and currently has an infection in the peritoneum. The pdrn stated that no further details are available because they have not been able to reach the patient. The pdrn stated that the order history has been requested. Upon follow up, the pdrn stated the patient initially was seen at the pd clinic on (B)(6) 2020 with complaints of cough, shortness of breath, and cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with ceftazidime 2g daily (duration unknown). The cell count came back as 1197 (unknown units) and the culture resulted with gram negative bacilli (no species documented). The patient denied any contamination during treatment, but the pdrn stated that this patient is consistently non-compliant with treatment and does not follow proper aseptic technique. The patient at times only does treatment a few times a week and does not always complete the treatment. This had been occurring since (B)(6) 2020 when the pdrn started to document the non-compliance. At that time, the pdrn had also documented that the patient had an abdominal wound approximately 2 inches from the patient¿s exit site. The patient refused to go to the wound clinic and infectious control to get treated. The wound at times would look infected and other times remained unchanged. As time went on the wound was worsening and the pdrn could not confirm how deep the wound was or if it were into the patient¿s peritoneum. The wound was left untreated until the pdrn cultured it on (B)(6) 2020 and it was positive for gram negative bacilli. The patient was admitted to the hospital on (B)(6) 2020 for treatment of the abdominal wound and discharged on (B)(6) 2020. Details of the wound treatment were unknown. The hospitalization was unrelated to pd therapy or use of the liberty select cycler. The patient had another pd effluent culture and cell count done on (B)(6) 2020 for follow-up on the peritonitis. The cell count showed 135 (unknown units) and the culture was positive for gram positive bacilli. As a result, the patient was switched to ip cefazolin (dose, frequency, and duration unknown). The peritonitis was not resolving as the patient was non-compliant with daily treatment, therefore not receiving the ip antibiotics. On (B)(6) 2020 a culture was obtained from the pd catheter (not a fresenius product) which resulted in the gram positive actinobacteria with genus mycobacterium and unknown species. It was determined that the patient required their pd catheter to be removed. The pdrn had an appointment for the patient to come to the clinic and arranged a transport, but the patient canceled. The patient was located several days later and the pdrn convinced the patient to go to the emergency room (ER) (date not provided). The patient had the pd catheter removed on (B)(6) 2020 the patient was transitioned to in-center hemodialysis (hd). The pdrn emphasized again that all of these complications were a result of the patient being non-compliant with treatment and not following proper aseptic technique as well as not completing the antibiotic regimen as prescribed.